Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery. This supplemental report was created due to update on h6: device codes. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that cuts were noted in the insulation likely from the explant damage and the conductor coils were deformed which appeared to be from the suture tie down. Laboratory analysis confirmed reported allegation of lead body damage.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead body and insulation damage. No additional adverse patient effects were reported. Additional information indicated that the lead was dislodged and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead body and insulation damage. No additional adverse patient effects were reported.